Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported therapy was suspended on (B)(6) 2019 and therapy was resumed on (B)(6) 2019.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a clinical study indicated the clinical diagnosis was update to intrathecal (it) medication overdose. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving clonidine (200 mcg at 25.27355 mcg/day), dilaudid (1 mg at 0.12637 mg/day) and bupivacaine (20 mg at 2.52735 mg/day) via an implanted pump. The indication for use was non-malignant pain and chronic low back pain. It was reported the patient presented for a pump refill, on (B)(6) 2019, and was disoriented and fell asleep multiple times throughout the visit. It was noted the patient needed assistance to their car after the visit. The hcp contacted the rehabilitation facility who confirmed the patient was awake and oriented upon discharge. The patient presented to the emergency department (ed). The ed physician indicated there was no fluid around the pump pocket but the patient was overdosed. The patient was started on a narcan drip and admitted to the hospital. A magnet was placed over the pump and therapy was suspended but then the magnet was removed and therapy was resumed. On (B)(6) 2019, a manufacturer's representative presented to the hospital to program the pump to minimal rate. The pump was interrogated and no abnormalities on log with the exception of the pump motor stall and recovery from the magnet placed on and removed from pump. On (B)(6) 2019, the patient contacted the clinic to schedule an appointment with dr. (B)(6). The patient denied taking oral meds and had little recollection of (B)(6) 2019. The pump was interrogated, on (B)(6) 2019, to check the reservoir volume with the expected volume to be 39.9 ml and the actual volume was 35 ml. This likely indicated a partial pump pocket fill. The pump was reprogrammed to 50% of the dose prior to programming to minimum rate. It was indicated the event was related to the device or therapy. The issue resulted in in-patient hospitalization and resolved without sequelae on (B)(6) 2019. The patient's weight was (B)(6).